Event description:
It was reported that the patient experienced intermittent stimulation. It was also reported that some of the electrode pairs had impedance measurements of <50 ohms while all others were in range. Additional information has been requested, but was not available as of the date of this report.